Event description:
Same case as ID # 2134265-2012-01414. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 99% stenosed target lesion was located a calcified and moderately tortuous mid right coronary artery (rca). After the pre-ivus, while platforming the 1.75mm rotalink plus burr at a speed of 170,000rpm, the floppy rotawire guide wire separated outside of the patient. The physician used another of the same rotawire guide wire with the 1.75mm rotablator rotalink plus burr, however insertion failed. The procedure was completed with a new burr and guide wire. No complications were reported, and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. The rotablator plus unit returned was connected together. Functional testing performed on the device revealed no issues with the device. A tug test was performed to examine the integrity of the connection. A connect/disconnect test carried out noted no issue with the unit's handshake connector during the connection of the device. Microscopic examination of the burr revealed no issues with the annulus of the burr. There were no scratches that exposed brass on the plated back half of the burr. Guidewire inserted into the returned plus unit during examination showed no resistance on the loading of the guidewire onto the plus unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).